Manufacturer narrative:
A replacement meter has been sent to customer. This case is related to a delivery issue therefore, no product is expected to be returned. This is a final report.

Event description:
Customer reports that due to lack of delivery of a replacement meter she began to experience symptoms such as being "tired, no energy" and "nauseated". She reports being seen at a local emergency room and being diagnosed with diabetic ketoacidosis. Customer also reports being treated with "prescribed medication". There was no report of death or permanent impairment associated with this event.